Event description:
Patient reported receiving elevated blood glucose readings (380 - 411 mg/dl). Patient sought treatment for hyperglycemia in the emergency room. Upon their arrival, patient's blood glucose measured 129 mg/dl. No treatment was received. Patient stated that they had run controls on the system (which tested out of range); however, the control solution had already expired. A request was made for the return of the suspect product and replacement product was sent.